Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter mitral valve-in-valve explant: lessons learned.

Event description:
The article, "transcatheter mitral valve-in-valve explant: lessons learned", was reviewed. The article presented a case study of a 74-year-old male patient with chronic kidney disease and prior coronary artery bypass graft. It was reported that on an unknown date, a 29mm epic valve was implanted. It was then reported 8 years post-procedure on an unknown date, the patient presented with dyspnea due to severe mitral stenosis. A decision was made to perform a transcatheter valve-in-valve procedure with a 29mm sapien valve. One year post-intervention on an unknown date, an echocardiogram showed a gradient of 10mmhg with recurrent symptoms. Computed tomography did not confirm any thrombus. It was then reported two years post-intervention, a decision was made to surgically remove both 29mm epic valve with the embedded 29mm sapien valve. A 33mm epic plus valve was then implanted. Post-operatively, the patient suffered an acute kidney injury but was resolved and returned to normal. The article concluded that mitral valve-in-valve explant is technically feasible. The authors recommended en bloc removal of both valves as the safest method of valve explant. [The primary and corresponding author was mohammad bashir, university of iowa carver college of medicine, department of cardiothoracic surgery, iowa city, iowa 52242, with corresponding email: mohammad-bashir@uiowa.edu].

Manufacturer narrative:
As reported in a research article, transcatheter mitral valve-in-valve explant: lessons learned. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title transcatheter mitral valve-in-valve explant: lessons learned introduction.